Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, and moderate ketones. Reportedly, the customer over ate and miscalculated the amount of carbohydrates consumed when delivering a bolus. Customer used apidra insulin. Tandem technical support educated the customer on cartridge/insulin labeling. Customer¿s bg was addressed via a manual injection, correction bolus, and supply change. Recommendation was made to discuss diabetes management with customer¿s health care professional.

Manufacturer narrative:
B1 product problem- removed, b5, h6 device code.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, and moderate ketones. Reportedly, the customer over ate and miscalculated the amount of carbohydrates consumed when delivering a bolus. Customer used apidra insulin. Tandem technical support educated the customer on cartridge/insulin labeling. In addition, an out of insulin alarm occurred (cartridge alarm 8). Additional information regarding the cartridge alarm was not provided. Customer¿s bg was addressed via a manual injection, correction bolus, and supply change. Recommendation was made to discuss diabetes management with customer¿s health care professional.